Event description:
It was reported that during a stent graft procedure in the brachial artery, while advancing the stent graft over the wire the handle broke; although, the physician continued to advance the stent graft to the lesion site. Upon deployment the stent graft jumped forward, and did not cover the entire lesion; therefore, another stent graft was prepped and deployed in an overlapping manner to cover the remaining section of the lesion. There is no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.